Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was peeled off and there was insufficient angulation. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the us but a similar one is. The device has been returned but the evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results for all channels conform to the target levels established by the (B)(6) regulation of (B)(6) 2016 with a number of revivable microorganisms at 1 cfu/endoscope. Customer provided information of their reprocessing method. During pre-cleaning, suction and rinsing is performed for the air water channel and auxiliary channel. Detergent is not used in the exam room, the water is sterile. During manual cleaning detergent used is salvanios ph 10 (anios), disinfectant used is salvanios ph 10, and brushes used are of asept inmed brand, ref (B)(4). Brushing is performed in operating/suction channel, suction piston, and operating port. The automatic endoscopy reprocessor (aer) (B)(4). Detergent used with the aer is (B)(4) endohigh and disinfectant used is (B)(4) endohigh paa. The device is stored in a single cabinet after reprocessing. Maintenance of the device is by olympus.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.